Event description:
The pt received angioplasty of the right coronary artery. "Cineangiography revealed excellent stent deployment; however, it was seen that while placing the stent, the wire had progressed distally and caused a small wire puncture in a distal side branch. The integrelin drip was discontinued. The wire perforation in the right coronary artery was successfuly treated with a graftmaster stent." Post procedure, the pt "complained of chest and back pain." One day after event at 04:33, the pt was taken back to the catheterization laboratory and "the coronary cineangiography showed an acute occlusion of the right coronary artery stent." This was treated with "angiojet thrombectomy through percutaneous transluminal coronary angioplasty with stent (another brand) placed distal to the previous stent and a stent (another brand) placed distal to the mid right coronary artery stent with a good result. "The pt was discharged to home in 12/2005.